Manufacturer narrative:
This report is submitted on 27 july 2020.

Event description:
Per the clinic, the patient experienced pain at implant resulting in explant of the device on (B)(6) 2020. The patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on 26 august 2020. (B)(4).